Manufacturer narrative:
Follow-up #1 date of submission 04/28/2015-additional information/device evaluation: the pump was returned as a non-complaint and dispositioned on (B)(4) 2014 prior to the creation of this complaint file. The pump could not be investigated due to its disposition. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.